Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: a00036, (B)(4); a00036, (B)(4); a00036, (B)(4); a00036, (B)(4); a00036, (B)(4); this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Further warns that damaged equipment should be reported to the manufacturer and inspected. Log file analysis review date: 11/17/2015; dated through 11/03/2015-11/17/2015: normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-03700, 3007042319-2015-03701 and 3007042319-2015-03702) submitted for devices related to the same event.

Event description:
It was reported by the site by the vad coordinator that the patient complained that over the last couple of months he has heard at several times a single beep. Patient states that this occurred during the use of all his batteries and also during the use of the ac adapter. Log files were sent to manufacturer and reveal no alarms or pump stops. It was stated that there were no effect on the patient. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Five batteries, one controller, and one cac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. There are no apparent contributing clinical factors to the reported event. Review of the manufacturing documentation for con185497 confirmed that the associated device met all requirements for release. Log file analysis revealed premature switching events which occurred while bat200118, bat203909, and con185497 were in use. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Heartware has opened an internal investigation to evaluate these types of issues. No anomalies were detected during log file analysis for bat202605, bat202676, and bat202680. Analysis of the bat200118, bat203909, bat202605, bat202676, and bat202680 revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of con185497 revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a no power alarm which sounded for only 4 seconds when both power sources were disconnected. Heartware has opened an internal investigation to evaluate these types of issues. Analysis of cac005837 revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an intermittently open power line. The actual severity rating is marginal. This would not be likely to cause or contribute to death or serious injury. In this case, the redundant power source will continue to supply power to the vad; a damaged dc adapter cable will result in user annoyance and will not affect the function of the vad. Battery - bat200118- (B)(4). Battery - bat203909 - (B)(4). Battery - bat202605 - (B)(4). This is one of three reports (3007042319-2015-03700, 3007042319-2015-03701 and 3007042319-2015-03702) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.